Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician was unable to retract the screw of the pacing lead. The lead was explanted and replaced with a pin plug. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the guide tooth of the lead was extrinsically damaged. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.